Event description:
It was reported by the field service engineer (fse) during servicing that the therapy knob was found to be defective. There is no patient involvement. This report was generated pursuant to quality plan lc2236 - quality plan ¿ ecr als service record remediation.